Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 450cc mentor memorygel breast implants, suffered bilateral rupture after a motor vehicle accident. MRI confirmed the ruptures. As a result, the patient underwent bilateral removal and replacement with two non-mentor devices on (B)(6) 2019.this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2019, it was discovered that the patient only experienced left breast implant rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/13/2019, the mentor failure analysis lab has received the device for evaluation.on 08/13/2019, mentor became aware that the patient also experienced bilateral ptosis. In addition, mentor also became aware that the patient had undergone bilateral removal and replacement with two non-mentor implants. On 08/29/2019, the product investigation was completed. Device investigation summary: during analysis of the device a rupture was noted in the posterior view expanding to the anterior view, measuring approximately 18.4 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. It is possible that the root cause of the rupture is the chest injury that the patient experienced. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.